Event description:
It was reported that bd precisionglide¿ needle came with a mix of product types in a pack. This was discovered before use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that box of needles received were 26g 1/2" rather than 26g 3/8. Event description: 1. Description of issue: customer reports 2 boxes of cartridges have shorter needles than usual making it difficult for customer to fill the cartridge. 2. Number of occurrences: 2 (boxes) 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: 26 g, 3/8¿ needle. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. 10. Note: product category, needle/syringe issue.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle came with a mix of product types in a pack. This was discovered before use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that box of needles received were 26g 1/2" rather than 26g 3/8. Event description: description of issue: customer reports 2 boxes of cartridges have shorter needles than usual making it difficult for customer to fill the cartridge. Number of occurrences: 2 (boxes). Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 26 g, 3/8¿ needle. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. Note: product category = needle/syringe issue.